Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient that they were seeing the message ¿all data has been lost, internal device has lost all data please contact clinician¿ on their handset. Patient services walked the caller through how to sync and the caller received the same message. The patient was going to follow up with their health care physician (hcp) as patient services had recommended they discuss possible handset programming with them via a manufacturer representative (rep). There were no symptoms reported. The patient reported they worked mostly with their hcp¿s physician assistant. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the all data lost issue was that the device was not turned on when ¿installed¿. The patient stated that they had to bear the time and expense of a trip to the doctor¿s office. There were no further complications reported or anticipated.